Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head g2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the package broke during opening, contaminating the femoral head implant. The event occurred during setup while a nurse was opening the package. There was no patient involvement. Attempts have been made and no further information has been provided.